Event description:
The following complaint was reported: customer complained air bubble and water condensation inside the foil.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. Additional information was requested from the reporter. Should this additional information become available a follow-up report will be submitted. No additional event details have been provided to date. A return sample has been is expected for evaluation, but has not been returned to date. Note: the actual date of event is unknown, so the date used was the date convatec become aware.